Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for two patient samples tested for ise indirect na, ci for gen.2 (sodium, chloride) on a cobas 8000 ise module (c8kise). Of the mentioned tests, the two sample had erroneous sodium results. No erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. The first sample initially resulted with a sodium value of 153 mmol/l, which repeated as 142 mmol/l. The second sample initially resulted with a sodium value of 149 mmol/l, which repeated as 143 mmol/l. The patients were not adversely affected. The sodium electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that a valve was possibly bad. He replaced the valve, the sipper tube, and tubing. He performed mechanism checks and verified that the analyzer was operating within specifications. Investigations have determined that the valve was the root cause of the event.